Event description:
It was reported that during an a-fib procedure, a soundstar catheter was used for visualize the left atrium. Then the competitor's catheters were inserted into the left atrium and manipulated to deliver them to the appropriate positions. Although it is unclear when the pericardial effusion was observed by the soundstar catheter, considerable amount of pericardial effusion was confirmed when the sound star catheter was delivered to the certain position of the rv where the lv could be monitored. Drainage was performed. Although temporary blood pressure reduction was observed during drainage, the blood pressure recovered soon to the normal range. The procedure was pursued and pulmonary vein isolation was conducted normally. The procedure was successfully completed and no effusion was observed by an echocardiogram any more. The physician comments regarding the event stated that the patient was under observation, but the effect of the issue would be quite small. The wall of the la seemed to have been hurt by a sheath with mistaken manipulation. Because lv was monitored by sound star, pericardial effusion could be confirmed before blood pressure reduction. If soundstar catheter was not used, it seemed that the procedure could not be continued.

Manufacturer narrative:
DHR review could not be performed since the lot number was not provided by the customer. (B)(4).